Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was in the mid lad with mild tortuosity, mild calcification and 100% stenosis. After crossing another company's guide wire, the voyager was delivered and inflated; however, it ruptured at the first inflation, at 4 atm. The balloon was changed and another company's stent was implanted at the lesion. The procedure was completed without any pt effect. No add'l event or pt info is available.